Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a normal saline IV fluid bolus was started and should have infused over one hour. At the end of the hour, the device stated that 1065 ml had infused when only approximately 400 ml was gone from the bag. The pump module was switched out, and the bolus resumed there was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of IV fluid remaining in the bag was not confirmed or replicated during the investigation of the pump module. Log analysis results identified alleged incident suspected occurring between 10:12:10 am and 11:13:36 am on (B)(6) 2018 instead of the reported date on (B)(6) 2018. Based on the logs, suspected infusion completed after approximately an hour as noted on the complaint description. Pump module test results confirmed the unit passing asm (version 9.8) rate accuracy test and a timed rate accuracy test. Results confirm the device is in specification and operating as intended.

Event description:
The customer reported that a normal saline IV fluid bolus was started and should have infused over one hour. At the end of the hour, the device stated that 1065 ml had infused when only approximately 400 ml was gone from the bag. The pump module was switched out, and the bolus resumed there was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of IV fluid remaining in the bag was not confirmed. Physical inspection showed a crack on the bezel lower left hinge shroud and also noted with a missing portion of the shroud area. Log analysis showed no infusions performed on the incident date reported for this investigation. Analysis results suspected the reported date of the infusion occurring on (B)(6) 2018 on (B)(6) 2018, at 10:12:10 am, the pump module was programmed with an infusion at a rate of 999ml/h with a vtbi of 1000ml. Two occlusion alarms were exhibited during this infusion; subsequently the infusions were restarted seconds after each alarm event. The pump module infused for approximately an hour and was noted completing (kvo) the infusion. The estimated total volume infused was 1015.65ml rate accuracy testing showed no anomalies. The root cause of the customer¿s experience with an under infusion of IV fluids was not determined.